Manufacturer narrative:
H3: analysis verified 'not working properly.' Unit presented with sw:(v1.7.5), a broken lower enclosure standoff, a cable connection failure due to a defective main pcba, and a pi fault due to a defective stim pcba. H6: previously added imdrf annex codes b21, c21, d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system's pi box displays a faulted message every time it connects to the system. Issue persists after reboots. The other patient interface functioned properly with this console. There was no damage on the pi box noticed and the pi box was not tested with any other console due to unavailability of other console. There was no patient involvement.